Manufacturer narrative:
Qc was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial mg2 result from line b was 4.4 mg/dl. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. The sample was repeated on line a and the result was 1.9 mg/dl. The repeat result was deemed correct. The mg2 reagent lot number is 65489201 and the expiration date is 30-apr-2024.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The alarm trace showed water reservoir too low, reagent disk a reagent short, disk a measurement test count excess, and sample foam detection alarms. The customer's troubleshooting actions resolved the issue. No further issues were reported.